Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the pacemaker header was loose and could not be tightened. The pacemaker was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of both atrial and ventricular setscrews could not be tightened on the leads was confirmed. Final analysis revealed multiple incorrect wrench insertions by the user of the torque wrench caused the stripping of both atrial and ventricular setscrew insets. The incorrect wrench insertions also damaged the septums leaving septum punch-outs in the insets of the setscrew. The reported event was confirmed to be related to the user¿s incorrect use of the torque wrench.